Event description:
Customer reported the following: "diagnostic imaging has been experiencing substantial difficulty in getting the infuser to delivery contrast medium through the connector. They have witnessed the back pressure reaching the max setting of 300 psi, causing the injector to stop. When disconnecting the line the contrast medium has sprayed back out as a result of the built up back pressure - though they have been unable to determine how much was delivered and how much wasted. They have repeatedly attempted to flush the connection and re-connect the injector with similar results. In some cases, some contrast medium has made it through providing some image enhancement." Note received with returned device states "300 psi after 59 ml contrast." No report of patient harm or medical intervention required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
Manufacturer's report date: 06/11/2014. (B)(4). This report was filed by the manufacturer. The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.